Event description:
It was reported by service report that the cot does not lock into the fastener when loading into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the cot does not lock into the fastener when loading into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that this complaint was entered in error. The service technician confirmed there was no alleged malfunction of the device.